Event description:
The reporter indicated that the patient reportedly had been feeling bad and he attempted to call his doctor. The system had been implanted for approximately 7 weeks. Patient then showed up in emergency room with a rate around 20 bpm. Pacer was programmed to 55 ppm. Patient was given atropine, which raised his sinus rate to about 60 bpm. Patient had to be resuscitated in ER. Life support and an external pacemake were attached. The sales representative arrived and lowered the rate of the external pacemaker. He saw (internal) pacer output, but no capture, even at maximum output. Even though the sensing was good, the pacer may have been sensing the output of the external pacemaker. The physician decided to disconnect the external pacemaker, after which intermittent capture was seen. No medical intervention was performed, and the patient later died.